Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 3/25/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during insertion. The lens was cleaned and haptic damage (bent and loop material broken off but not from the drill hole) was observed. The complaint issue was confirmed; however, this can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one complaint was found as part of this production order and is coded for "haptic damaged" which is related to the code used in this investigation. There has been no investigation initiated for this complaint; therefore, no product malfunction or deficiency has been identified, and no escalations are required. A second complaint was found as part of this production order and is coded for "loading issues" which is not related to the codes used in this investigation. Furthermore, this type of complaint meets the criteria for no further investigation to be performed; therefore, no product malfunction or deficiency could be identified and no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: lens was removed/replaced during the same procedure. If explanted; give date: lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was partially inserted into the patient's eye and had to be removed and replaced due to a bent haptic. There was no additional surgical intervention required and no patient injury reported. No further information is available.